Event description:
Reporter indicated that vns pt had passed away. Certificate of death indicates that the pt died while hospitalized. Immediate cause of death is listed as sepsis of three days duration. No autopsy was performed and the vns therapy system was not explanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.